Manufacturer narrative:
Concomitant medical products: product ID: th90g03, serial#: (B)(4), product type: mobile platform, product ID: 388928, serial#: (B)(4), product type: lead, if information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that there was an involuntary increase in amplitude when in the clinician mode. Amplitude immediately to 8.6. After the clinic appt, the event was discussed with the healthcare provider and asked if any n vision 8840 may have been used with newly implanted ipg (3058). It was suggested that another healthcare provider who attended the theatre case may have interrogated the ipg to determine battery life and that was his standard practice. It was noted that amplitude limits were placed on the active programs. Additional information received reported that the ipg had connectivity using the n-vision but didn¿t pre-program the implant or make any alterations to the initial program on the ipg either before or after theatre. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID th90g03, serial# (B)(4). Product type mobile platform, product ID 388928, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was not happy and wanted another operation. They were reprogrammed and see if the issue was resolved. The cause of the event remains unknown.